Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had button anomaly. The customer¿s blood glucose was unknown. The insulin pump was rejecting batteries, the act button was worn, arrow up and down was not always scroll, hears grinding during rewind, does have calibration errors, have received random no delivery and stated it has happened but rare. The insulin pump will not be returned for analysis.